Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burnt c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip which resulted in burnt c-cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.